Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt experienced significant mental and physical pain and suffering, and has sustained permanent injury.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions: "complications associated with the proper implantation of the avaulta plus biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, rejection of biologic materials, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced graft embedded into cervical tissue/suture material in anterior vagina (foreign body in patient), unspecified sleep issues, granulation tissue, denuded zone, agglutination, adhesions, low hematocrit, hazy appearing urine, leukocyte esterase/white blood cells in urine, bacteria in urine, renal cells in urine, vaginal atrophy, osteopenia, blood in urine (hematuria), protein in urine, vaginal discharge, urinary urgency, palpable sling (foreign body in patient), exposed mesh, weight gain (weight fluctuations), and required additional surgical and non-surgical interventions.